Event description:
The customer contacted stryker to report that their device does not power on and would not react to opening the lid. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The initial reporter¿s phone number is (B)(6). Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not returned.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device was still able to be powered on/off by pressing the on/off button. The cause of the reported issue was determined to be the reed switch, designator sw5. The customer has been provided with a replacement device. The returned device was archived by stryker.

Event description:
The customer contacted stryker to report that their device does not power on and would not react to opening the lid. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.